Event description:
The complainant has reported that a pt (age and gender unknown) underwent a therapeutic procedure for placement of a biliary wallstent. The stent was deployed with some resistance. Upon removal of the guidewire, the ptfe coating of the hydra-jagwire was noted to be raised approximately 1mm. The core wire was exposed. There was no break to the corewire. The pt did not sustain any ill effect as a result of the issue with the guidewire. The pt condition is noted to be 'good'.